Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the gripper line break. It was reported that during a mitraclip procedure to treat grade 4 mixed mitral regurgitation (mr), the clip delivery system (cds) was advanced into the patient anatomy and the clip was placed on the leaflet. Gripper line removability testing was done; however, it was noted that normal resistance was not felt and the gripper line was broken. The clip was deployed without issue and the complete gripper line was removed without difficulty. One clip was deployed and mr was reduced to grade 1-2. There was no adverse patient effect or a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system was returned, however, the gripper line was not returned. Therefore, the reported gripper line break was not confirmed. The reported device operates differently than expected (no resistance on the gripper line) could not be replicated in a testing environment as it was likely a cascading effect of the gripper line break. All available information was investigated and a definitive cause for the reported gripper line break could not be determined. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.